Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that a cartridge alarm 1 occurred during the load sequence. The customer's blood glucose level was 168 mg/dl. Reportedly, the customer continued to use the pump for diabetes management.